Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. Fse confirmed the complaint and the customer stated the problem was reproducible when performing prime bf wash under maintenance screen. The fse suspected there was dust on the wash syringe home sensor (s100) and instructed the customer to clean the dust from the sensor. The customer validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for 4253 wash-syr home overrun failure from 29dec2024 through aware date of 29jan2026. There were two similar complaints identified during the search period, including this case. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4253) wash-syr home overrun cause: the home sensor s100, which is not supposed to be activated after the wash syringe moves, was activated. A wu flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s100 and also check to see the cause of slipping, and so on, that occurs when pm100 moves to the limit side. The most probable cause of the reported event was due to dust on the wash syringe home sensor.

Event description:
A customer reported error message ¿4253 wash-syr home overrun¿ causing the run to be aborted on the aia-900 analyzer. The customer completed an all-set-home and primed the wash. The customer also visually inspected the wash probes and replaced the tips. The error reoccurred while running and the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.